Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify event details: ¿suture needles missing two separate times from suture¿ did the suture separate from the needle prior or during use on the patient? How many devices were involved in this single procedure? When did the event occurred? Name of procedure? Device return status/follow up? To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. It was also reported that the needle was missing from suture. There were no patient consequences reported.